Manufacturer narrative:
Investigation is currently in process. Once completed a f/u medwatch 3500a will be submitted.

Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor, attributed the cause of the malfunction to be fatigue loading of the weld joint and breakage caused by repeated impacts. No further investigation is required. Complaint sample not returned to the manufacturer (greatbatch).

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Event description:
Customer reports on (B)(6) 2014; during an unknown procedure physician impacted the r3 shell and when they went to remove the impactor it would not unthreaded from the shell. Many attempts were made to free the impactor, but all failed. Customer states there was a delay in surgery of greater than 30 minutes. No add'l info was provided on patient outcome. Patient age and gender are unknown.